Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, after connecting the leads to the cardiac resynchronization therapy defibrillator (crt-d), the set screw did not 'click' as expected. It was also noted that once connected the leads did not pace and had high impedance. The leads were attempted to be reinserted but the problem persisted. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.